Manufacturer narrative:
Concomitant product: dtba1qq ICD implanted: (B)(6) 2015, 459888 lead implanted: (B)(6) 2015.

Event description:
It was reported that t-wave oversensing (twos) was exhibited on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced symptoms of weakness and shortness of breath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.